Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. The customer alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: during investigation, the battery compartment was cracked at the threads to the left side of the grip pad down to the seal. No evidence of moisture in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment. The pump was opened to find no moisture. Unrelated to the original complaint, the battery compartment threads were stripped and were unable to be secured. The battery cap was able to hold for testing.